Manufacturer narrative:
The reported events of insulation damage and lead noise were confirmed. A partial lead (only distal portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported events was due to external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.

Event description:
New information received notes an insulation anomaly was also observed on the right atrial (ra) lead during the procedure.

Event description:
Related manufacturer report number: 2017865-2023-13857. It was reported that the right atrial (ra) lead exhibited noise and oversensing. Other lead testing was normal. The patient was scheduled for a routine procedure to change out their generator and a decision was made to explant the atrial lead. During the procedure, upon opening the pocket, an insulation anomaly was observed on the right ventricular (rv) lead. The ra and rv lead were explanted and replaced. The patient was stable.